Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up and down keypad buttons were sticking. The reporter denied moisture ingress and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: the original complaint could not be duplicated upon investigation. There was no visible damage to the keypad and all of the buttons responded properly. None of the buttons were sticking. Contamination was found under all of the button contacts when the keypad was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.